Event description:
The field application specialist called for the customer stating that physicians had questioned initial hba1c results on 24 patients. The customer was able to provide questionable results for 14 patients. Three sets of results were discrepant: patient #1: initial hba1c = 9.30%, repeat = 7.10% patient #2: initial hba1c = 9.00%, repeat = 6.10% patient #3: initial hba1c = 9.9%, repeat = 7.39% hba1c gen 2 reagent lot #: 62467401 the customer was unable to provide information as to whether or not patients had been treated based on initial test results. Before repeat testing was performed, the field application specialist and field service representative determined that the sample probes exhibited restricted flow, altering the amount of sample and buffer being delivered. They changed the sample probes, and performed flow checks and performance testing. They then assisted the customer in repeating questionable samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.